Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom-left of the display screen of the programmer was unable to be calibrated; the cursor was about one-inch below the intended target. Attempting with a new stylus touch-pen, re-booting the programmer, and calibrating several times did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus and cursor on the display screen of the programmer did not align. It was also found that the personal computer memory card international association card holder button was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.